Event description:
"S/p b subgl trans mastopexy gel augmentation. (? Size/MFR - no records). Pt reports this set were painfully encapsulated and 1 yr later had replacement (? Type - no records). Did well until 1989 when" pt "was involved in a mva with r hematoma. Had evacuation of r hematoma, repair of scars and replacement of ruptured implant with 205:5cc bilumen surgitek. Postoperatively developed a r ax mass which was 'excused' and found to be granuloma. Has no c/o's ref breast except hard lump r ax (only c/o when it was pointed out). C/o systemic sx's which began shortly after implantation and have been progressive and disabling. These include arthralgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturb, hot flashes, visual changes, dizziness, some memory loss, sicca, htn, gi/gu sx's, and easy bruising. The pt also has b buttock implants since 1990." Pt "is otherwise healthy."